Event description:
It was reported that stent became stuck to the guidewire and broke. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. The lesion was pre-dilated with a 2.5x15mm balloon. A 3.00 x 32mm synergy xd coronary drug-eluting stent was advanced for treatment. The synergy xd stent failed to cross the lesion due to the calcification. The synergy xd stent became stuck on the guidewire and broke. The procedure was completed with this device. There were no complications reported and the patient is stable.

Event description:
It was reported that stent became stuck to the guidewire and broke. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. The lesion was pre-dilated with a 2.5x15mm balloon. A 3.00 x 32mm synergy xd coronary drug-eluting stent was advanced for treatment. The synergy xd stent failed to cross the lesion due to the calcification. The synergy xd stent became stuck on the guidewire and broke. The procedure was completed with this device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on mid-section stent strut rows with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. A 0.014 test guidewire was loaded successfully in the wire lumen of the device. No other issues were identified during analysis.